Manufacturer narrative:
Correction: h11 - h11 of previous report should have included the following statement, "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Final analysis, however, found the outer and inner helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) system implant. During the implant, the atrial lp had dislodged following fixation. The device was retrieved and removed, and the procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.